Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that the ar-5050-10 guide wire passer is broken in half. This was discovered during use in a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-5050-10 was received for investigation. Visual inspection identified that the curved shaft of the returned ar-5050-10 had broken from the handle at the weld. No further breakage was present. Dimensional analysis of the shaft width proximal to the weld using digital micrometer ID: 224 concluded that the device met design specifications. The cause remains undetermined.